Event description:
On or about 10/21/96 the alternating pressure mattress went flat. Pt's spouse did not report the incident until 10/23/96 when the home health care nurse made a home visit, she called the veteran's administration hosp about the mattress being flat and the pt's decubitus ulcer worsening. The nurse was told she could not obtain another mattress through any other dme than the va. She was then instructed to fax to them a request for another mattress, and that another mattress would be mailed to the pt's home. The pt's spouse told the nurse that it takes eleven days to receive anything from the va and that the va sends no one out to svc equipment.